Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, pump error 63 alarm (variable info = 03) confirmed in the pump history due to broken trace on u1 keypad assembly. Pump received with broken belt clip rails slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump errors. Customer was able to clear alarm and passed displacement test. Customer stated that insulin pump had damage at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.